Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with thin line down the lcd and cracked lens cover. Event history log review was performed and found no evidence of reported problem. Visual inspection, start-up process, multiple flow and occlusion testing were performed. Investigation could not repeat customer stated problem. Investigator performed pm maintenance and all functional testing passed. No problem found

Event description:
Information was received that this smiths medical medfusion 4000 pump experienced malfunction and did not worked. No adverse effects were reported.